Manufacturer narrative:
Patient date of birth and weight are not available for reporting. Date of event when the patient developed the nickel allergy is unknown. This report is for one (1) unknown cmf matrix chin plate. Part#, lot# and UDI # is not available. Possible device numbers are 04.511.462, 04.511.461, 04.511.463, or 04.511.464. The original implant date is unknown. The plate is explanted on either wednesday, (B)(6) 2016 or thursday (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a chin plate was explanted on either wednesday, (B)(6) 2016 or thursday (B)(6) 2016 per the surgeon's regular treatment plan. It was later reported to the hospital that the patient stated that the surgeon removed the plate due to a nickel allergy. The original implant date is unknown. To the reporter's knowledge, the surgery was successfully completed without any surgical delays or additional medical intervention required. This report is for one (1) unknown cmf matrix chin plate. This is report 1 of 1 for (B)(4).